Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridges leaked. A cartridge change was performed resolving the issue. Customer's blood glucose level was 198mg/dl.